Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. The technical service representative (tsr) explained the alarms meaning to the cg. The tsr offered to exchange the device however, the cg declined. The cg stated that they had used 4.25% solution bags that night instead of the normal 2.5% solution bags. The patient did not experience any pain or discomfort. The cg stated they would keep the hc for now. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain 104 alarm. The rn stated she was not aware of the alarm. Product surveillance explained the alarm and the events that occurred. The rn documented this in her records and stated she would follow up with the patient. The rn stated as far as she knows the patient has been continuing therapy successfully. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. This issue is being investigated through CAPA.